Event description:
My name is (B)(6). I was an attorney in the office of chief counsel from 1975 to 1983 and executive assistant to the commissioner ((B)(6)) from 1983-1984. I am also an episcopal priest. This incident concerns one of my current parishioners, (B)(6). (B)(6) has a growth of some kind in his brain. Immediately after a recent MRI (i.e., as the test was finished) he noticed and complained about a loss of hearing. He was told that could not have happened from an MRI, and the ent specialist he is seeing, while trying to ascertain the cause of the hearing problem, said the same thing. It has been a few weeks since the MRI, and his hearing has improved some, but not much. I know that there may be no connection other than proximity in time, but as an ex-fdaer I thought it's important to report this to you. (True confession time: my wife and I are in our very late 70's and have had (and may require more) MRI's. My concern is existential as well as pastoral!) I don't know the exact date of the MRI, it was in the last part of (B)(6) 2016.